Event description:
It was reported thatsuture cartridge kept coming detached each time the surgeon put it in the patient's joint, it wouldn't stay snapped into handle. It was removed from the patient's joint and nothing was left inside. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported smarthsitch perfectpasser suture cartridge, intended for use in treatment, was returned. There was no relationship found between the device and the reported incident. Visual inspection shows no manufacturing abnormalities visually observed with the returned device. The suture cartridge successfully engaged to the s-jaw and performed as intended. From the information provided, the "suture cartridge kept coming detached each time the surgeon put it in the patient's joint." The root cause for this event could not be determined with confidence; however potential failure cause for the failed suture stitch can be due to incorrect suture cartridge attachment to the connector, damaged pp connector or suture cartridge. The instructions for use (62516 and 62531) provides instructions for use and precautionary warnings. IFU 62516 for suture cartridge states: (1) in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. IFU 62531 for smartstich perfectpasser connector states: (1) when loading a suture cartridge, be sure not to kink the suture tube. Kinking the suture tube may cause a malfunction during application of the suture. (2)always actuate the suturing device without a suture cartridge prior to clinical use. This will ensure that the clamp jaw lever, ratchet release lever, needle switching mechanism, and needle driver lever are functioning properly. (3)ensure that the suture cartridge is locked to the distal tip of the suturing device. Tug gently but firmly to assure secure placement. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.